Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. No further testing could be performed due to motor error alarm. No unexpected alarms noted. The insulin pump was received with cracked reservoir tube lip.

Event description:
Customer reports to have received a motor error alarm during bolus delivery. Customer's blood glucose was 201 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.